Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the event was discovered on september 28, 2022, during reprocessing. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although glue was found missing on the distal end of the device (c-body), probe, and forceps cover, the cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera ii ultrasound gastrovideoscope, the device failed a leak test at the tip/bending section. There was no patient harm associated with the event. The device was returned and evaluated, and there was missing glue between the distal end, probe, and forceps cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; a biopsy leak was found to be leaking from the light guide tube after repair. There was also missing glue between the distal end, probe, and forceps cover; the bending section cover appeared lifted and sharp, the bending section was flooded, the air/water bottle port was loose, and the control knob at play was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.